Event description:
Sorin group (B)(4) received info that the double head pump speed was not controlled by the front panel and an error code was displayed. There was no report of pt injury.

Manufacturer narrative:
The date of MFR will be provided in a follow-up report. Sorin group (B)(4) mfrs the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the speed of the s3 double head pump changed without command and then error code 00002 was displayed. This error code indicates that a problem with the potentiometer or circuit board exists. There was no report of pt injury resulting from this event. The investigation is on going. Details of this event will be provided in a follow up report.